Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information was received which reported that there was a short present, likely in the lead. It was unclear if there were both low and high impedance issues or if there was just one or the other. It was noted that the patient recovered without sequela from the replacement surgery.

Manufacturer narrative:
Analysis of neurostimulator model 37601, serial #(B)(4) showed no anomalies. Analysis of adaptor model 64002, lot# n248030 showed no anomalies. Analysis of boot/plug model 6550-29 lot# unknown showed no anomalies.

Event description:
It was reported that the patient experienced a loss of therapeutic effect and replaced his battery and adaptor. It was stated one week before the report the patient could not get out of bed, was immobile, and seizing. High impedances were reported around contact 7 on the right lead. The patient was programmed to 7 positive, 6 negative, and 5 negative. It was also stated that the patient fell often but usually saved himself before hitting anything. Reportedly after battery and adaptor replacement, the impedance of contact 7 remained elevated, but programming around contact 7 provided the patient with therapeutic effect. It was stated the patient was doing well with the new programming. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 748251, serial# (B)(4), implanted: (B)(6) 2002, product type extension; product ID 64002, lot# n248030, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type adapter; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3387-40, lot# j0313882v, implanted: (B)(6) 2003, product type lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.